Event description:
Rotr fekk frin a trycj 7/8/91, repturing a disk. In 10/91, he had a laminectomy and in 2/92 the disk burst and he had emergency surgery with this device, in his lower back, consisting of 2 rods, 6 bolts and 6 nuts. He was told this was the "cadillac" of all surgeries and was never told it was not approved by the FDA or that it was experimental. He was severely mislead. Immediately after surgery, his pain worsened and he was limited in his movement. Rptr lost feeling in his right leg and was declared 100% disabled by social security. Damage was done to his nerves, muscles and ligaments and he developed arthritis. Rptr takes darvocet n-100, asprin and fosinopril.